Manufacturer narrative:
The pod was received with the soft cannula deployed, formed needle retracted, and slide insert visible in the viewing window. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. After investigation of the needle mechanism, no issues were found that would result in the slide insert failing to move forward after needle mechanism deployment. Although no problem was found with the device, it could not be determined when the slide insert fully deployed, and the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
Information added to the following field based on case update: describe event or problem: it was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. Patient's father reported the cannula deployed but did not insert into patient's skin. The pod was not worn and patient's' father reported a blood glucose level of 120 mg/dl. Medical device problem code - a150206 difficult to insert component code - g04019 cannula.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. Patient's father reported the cannula deployed but did not insert into patient's skin. The pod was not worn and patient's' father reported a blood glucose level of 120 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient' father reported a blood glucose level of 120 mg/dl.